Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and was found to perform as expected. The reported issue could not be confirmed. The device event history log was downloaded and examined; this showed no error alarms related to the motor. The reported issue was not confirmed.

Event description:
It was reported that medfusion pump exhibited a motor failure. No patient injury or complications were reported in relation to this event.